Event description:
It was reported that during a routine check, the system of the cs300 intra-aortic balloon pump (iabp) was not working. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that whenever the system was turned "on", it used to give long beep noise. The fse also observed the fuse near j103 was blown off. So, the fse replaced the fuse. The fse also observed a burning smell & mild smoke. Also, the fse found that one of the pins of the motor controller pcb was shorted, though didn't observed any liquid spillage or any kind of damage on it. The fse stated that as the same issue was repeated few weeks back, and also didn't found any wire damaged. The fse replaced the compressor pump, power supply assembly and motor control pcb. All functional test were performed, and all passed ok. The fse checked the systems performance on iabp trainer & demo balloon for more than an hour both on ac mains as well as on battery, and found the unit working satisfactorily. The unit was then handed over to the customer in good working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) units system is not working, when turned on makes a long beep noise. There was no patient involvement.